Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m153225 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m153225. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting), related to kit lot m153225 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19. Pcr conformation testing sent the same day generated positive results (CT values not provided). The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.